Event description:
It was reported that 2 bd ultra-fine nano pen needles were unable to prime. The following information was provided by the initial reporter: consumer reported pen needle that would not complete flow check.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd ultra-fine nano pen needles were unable to prime. The following information was provided by the initial reporter: consumer reported pen needle that would not complete flow check.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 1/24/2022. Investigation: customer returned (4) used 32gx4mm bd pen needles without tear drop labels or inner shield attached. The customer reported that 4 pen needles would not complete the flow check. The returned pen needles were examined, and it was observed that 2 exhibited a bent non-patient end (npe) cannula and 2 exhibited a broken npe cannula. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since all 4 returned pen needles were returned after use, the probable cause of the bent and broken npe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannulas were bent or broken after the user handled the pen needles.

Event description:
It was reported that 2 bd ultra-fine nano pen needles were unable to prime. The following information was provided by the initial reporter: consumer reported pen needle that would not complete flow check.